Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported the patient has pain, discomfort in left hip. X-ray showed implant is moving away from bone. Patient also did another test to see if there are any metal in her system. She is awaiting test result.